Event description:
Additional information was received which noted that no further troubleshooting was performed. The device was reprogrammed to increase the shock impedance alert. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. There was no noise noted and isometrics were performed which did not reveal any noise. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.